Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01736 and 2134265-2016-01698. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was in conjunction with an unknown imaging catheter and unknown sled. However, auto pullback function was lost after a few seconds and defaulted to ivus image. They rebooted the system to recover auto pullback and completed the procedure. No patient complications reported.